Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that on (B)(6) 2012, between 5:00 and 7:00pm, he tested on his friend's meter (unknown lfs meter) and obtained a reading of "over 600mg/dl" but "no ketones" were detected. By 8:00pm that evening, the patient discovered the alleged issue when he attempted to test with the subject device. The patient stated that he manages his diabetes with the insulin pump and on (B)(6) 2012, "exercised by using his treadmill" in response to the reported issue. On the same day, between 9:30 and 10:00am, the patient claimed that he developed symptoms of "frequent urination and severe nausea" and immediately self treated with an extra "6.3units of novolog" in response to the symptoms. The cca noted that the batteries did not need replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hyperglycemia and received treatment after the alleged issue began for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.